Manufacturer narrative:
PMA/510(k) #: k182980. Cancellation report: this event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Investigation conclusions determined this complaint to be low risk indicating no potential for serious injury if the malfunction were to recur. The zib6-40-8-8.0 device of lot number c1808175 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. The device did not require to undergo the de-contamination process as it did not make patient contact. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 14th oct 2021. On evaluation of the device a break was observed on the seal of the tyvek pouch. This was situated at the top right and corner in relation to the label. As the device had not made patient contact no functional checks were carried out. Additional information supplied following the lab evaluation confirmed that the complaint was observed after they removed the pouch from the box. Document review prior to distribution zib6-40-8-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: a review of the manufacturing records for zib6-40-8-8.0 of lot number c1808175 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1808175. There is no evidence to suggest the user did not follow the instructions for use (ifu0040-6). A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. An examination of the work order indicates that no issue arose during the packaging part of the process. A possible root cause could be attributed to how the product was handled when being removed from the packaging. Summary complaint is confirmed as the failure was verified in the laboratory. The product did not make patient contact complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Cancellation report: this event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Investigation conclusions determined this complaint to be low risk indicating no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: k182980.

Event description:
Sterile barrier of package compromised -unused the user opened the box and found out that the sterilization packaging is leaking air. Patient outcome: n/a ¿ this observation was made prior to patient contact.